Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that his one touch ultra 2 meter displayed the apply sample message. The medical surveillance specialist (mss) classified the complaint based on the customer care advocate (cca) documentation since the pt could not be reached by phone. The cca noted that the pt takes insulin, which he self adjusts. The pt alleged that the apply sample issue first started the same day at 11:00 am. Info was not provided as to when the pt was last able to obtain a blood glucose reading on the lfs product or the time(s) he took insulin. The pt claimed to feel weak and sweaty 45 minutes to 1 hour after the product issue occurred. The pt denied taking action or receiving any treatment as a result of the product issue. The cca walked the pt through retesting using correct technique and the apply sample issue was resolved. The pt's products were replaced. This complaint is reported because the pt allegedly obtained the apply sample message and afterward felt weak and sweaty, which are symptoms that can be associated with hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.